Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was suspect of a fracture. A chest x-ray shows a possible crush of the lead at the subclavian axillary. The patient is enrolled in the post approval network (pan) clinical study.

Manufacturer narrative:
Concomitant medical product: dtma1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a pacing impedance out of range warning with dips in impedance suggesting insulation degradation. The lead detection and therapy was programmed off and the patient was issued a lifevest. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.